Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was experiencing difficulty charging the pump with the usb cable and wall adapter. Subsequently, the pump was able to be charged with a different wall adapter however, the pump was charging slowly. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.